Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Concomitant products: (B)(4) lead, implanted 2011 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was received and analyzed. The returned device indicated lock-up in an integrated circuit. Performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Notch battery voltage trend was observed and eri was noted to be triggered on (B)(6) 2015.

Event description:
The implantable pulse generator (ipg) has reached end of service (eos). Device has been removed and replaced.

Event description:
It was reported that device has unexpected longevity but had not reached elective replacement indicator. The device remains in use. No patient complications have been reported as a result of this event.